Manufacturer narrative:
Device analysis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture removal difficulty, and surgery occurred. The physician delivered and deployed a 20x5.0mm liberte bare metal stent. The stent delivery balloon ruptured inside the stent and the physician had a difficult time removing the balloon from the stent. The pt was eventually taken to surgery. Further info has been requested, but has not been provided.